Event description:
The customer reported that their device does not detect a connection of the defibrillation therapy cable assembly. Without this connection recognized, the device could not deliver defibrillation energy to a patient, if needed. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The customer (biomed) advised physio-control that they evaluated the device and verified the reported failure. After replacing the therapy connector assembly, proper device operation was observed through functional and performance testing. The device has since been returned to the end user for use.